Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka); the cause was unknown. The customer attempted to address the issue by delivering a manual injection. The customer was subsequently admitted to the hospital where intravenous fluids were administered to address the elevated bg. The customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.